Event description:
It was reported that the attempted implantable pacing lead exhibited high threshold, high impedance and that the stylet could not be inserted very easily. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled, there was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).